Event description:
Mentor received a maude event report submitted by the patient (B)(6). Per the report, the patient was implanted with mentor silicone breast implants on (B)(6) 2007. On (B)(6) 2008, the patient underwent a bilateral mastectomy with implant removal. Subsequently, the patient was diagnosed with (B)(6). No further information is available at this time.